Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 500mcg/ml at 75mcg/day. It was reported that the patient had an unexplained headache, which was not dural, not dose related and there was no sign of infection. There were no environmental, external, or patient factors that may have led or contributed to the issue. In regards to diagnostics/troubleshooting performed, "magnetic resonance imaging (MRI) possible access to cerebrospinal fluid (csf) to evaluate" was noted. Labs were unremarkable. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". On (B)(6) 2024, the patient had magnetic resonance imaging (MRI). The doctor stated that the only concern that they had with the patient's pump was that the patient had headaches ever since the pump was installed. The doctor believed that it was meningitis and could potentially be a rare chemical meningitis. It was noted that this was the only patient the doctor had ever seen with the rare chemical meningitis. Per the doctor, they were not sure that it "it truly is the pump", but planned to keep a close watch on the patient. The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the results of the MRI were aseptic meningitis. It was reported that the patient was being monitored and responding to steroids and was discharged to a rehab facility.